Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was unresponsive to new battery and insulin pump deleted settings after battery change like date or time. The customer stated that insulin pump had no delivery alarms on bolus and crack on center button. The customer stated that insulin pump had plastic covering on screen had some knicks in it and not sure low long it would stay on. No harm requiring medical intervention was reported. The device will not be returned for analysis.